Manufacturer narrative:
Date rec¿d by MFR: 11mar2019. The touchscreen was returned to philips for failure analysis. The customer complaint of ¿failed touch calibration.¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13feb2019. The field service engineer (fse) was able to verify the reported problem. The fse replaced the touch screen to address the reported problem.

Event description:
The customer reported that the ventilator failed the touch screen calibration. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.